Manufacturer narrative:
(B)(4). Report source: other: hc adverse incident report reference no 189058; submitted to hc (health canada) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2005. According to the complainant, on (B)(6) 2006, the patient has experienced hip tendonitis, bursitis, repetitive urinary infections, difficulties in moving to the floor, and severe incontinence. The patient is reportedly waiting for a cystoscopy.